Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Evaluation results and conclusion were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. It was confirmed that during the system service no parts were replaced and the system was performing as intended. A new part was used for testing and returned. The original part is still in use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field generator was returned unused. Part was removed from the original package. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter was not seeing and tracking instruments. No patient was present at the time of the event.